Event description:
It was reported that during the defibrillation threshold testing at implant procedure, the patient could not be rescued by the internal shock. The patient was manually rescued with the external defibrillation. The lead was then revised and used with adaptor and another lead. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.